Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator generated an error message of safety valve open. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The service engineer (se) inspected the device and was not able to duplicate the reported issue. However, the se found a compressor inoperative error message in the ventilator logs. The se reseated all connections in the compressor compartment and performed calibrations, extended self-testing on the device and all tests passed.